Event description:
Related manufacturer reference number: 2017865-2022-16124. It was reported that the patient presented for a scheduled procedure. During the procedure, the right atrial lead dislodged. An attempt was made to reposition the lead, but the helix would not retract. The lead was explanted and replaced. After placing the device in the pocket and beginning to close, it was noted that the next lead dislodged as well. The physician decided to forego repositioning at this time. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgment and helix mechanism issue. As received, a complete lead was returned in one piece with the helix retracted. The reported event of helix mechanism issue was confirmed. Visual inspection of the lead found the lead body twisted throughout consistent with occurring at time of procedure. X-ray analysis of lead found the inner coil at the connector region to be over-torqued consistent with occurring at time of procedure. The helix was able to extend and retract within four turns by applying torque directly to the inner coil. The helix extension length was within specification. The reported event of helix mechanism issue was isolated to the over-torqued inner coil at the connector region and the helix being clogged with blood/body fluids.

Event description:
New information noted that the right atrial lead was attempted to be repositioned however, was unsuccessful. The helix was unable to extend. The lead was explanted and replaced. The patient tolerated the procedure well and was discharged home in stable condition later in the day.